Event description:
Consumer complained of blood glucose results reading "hi". Customer states that she feels a little dizzy and required no medical attention. Customer's expected blood results are 103-120mg/dl fasting. Verified the strips expire 03/14/2017. Customer confirms the strips are stored properly and that the strips were first opened (B)(6) 2015. Customer performed back to back blood test, hi and hi fasting. Review meter memory. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction:user has high glucose value.

Event description:
Consumer complained of blood glucose results reading "hi". Customer states that she feels a little dizzy and requires no medical attention. Customer's expected blood results are 103-120mg/dl fasting. Verified the strips expire 03/14/2017. Customer confirms the strips are stored properly and that the strips were first opened (B)(6) 2015. Customer performed back to back blood test, hi and hi fasting. Reviewed meter memory: (B)(6). No adverse event reported.